Event description:
Elderly male with history of coronary artery disease, hypertension and diabetes. While harvesting greater saphenous vein left leg for coronary artery bypass graft, the tip broke off in the patient. The tip was removed without further harm to the patient.